Event description:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis, the balloon was reported to have ruptured. The vessel was described as having severe calcification, severe tortuousity and a 90% stenosis. The product was advanced over the guidewire and through the sheath introducer to the lesion. The balloon was inflated using an indeflator; however, the balloon ruptured at four atmospheres. Therefore, it was withdrawn from the patient's body. There was no reported patient injury. The product was not returned for analysis. A DHR review was performed and showed that this lot of products, including subassemblies, met all requirements per the applicable manufacturing qualtiy plan, including burst test values. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.

Manufacturer narrative:
This product is distributed outside the united states, but is similar to us distributed pta systems.